Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s father reported via phone call that his kid had blank display even after changing new battery in timely manner. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit was received with normal operating currents and no blank display noted. No unexpected low battery alarm or replace battery alert noted during testing or in the pump trace download. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.